Event description:
It was reported that externalized conductors were observed. Multiple charges were diverted due to oversensing noise. The lead was explanted.

Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasion were noted at 8.3-11.2cm from the distal end of the ring electrode. The etfe coating was intact at this location.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.